Manufacturer narrative:
Event description: it was reported, that the product was implanted on (B)(6) 2020 and the patient underwent unknown medical intervention due to wound opening up either partially or completely along the sutures. The wound dehiscence was found out during the office visit on (B)(6) 2020. Later it is reported: as for contributing conditions, the only noted potential cause of this event is, I think the incision is continue to heal and it just happens to be in the crease of his fold. Encouraged patient to continue use clean soapy water to this area and it will continue to improve. Review of received data: medical record review form: medical record review form by my mobility states contributing factors of the event: tired/fatigued, often hungry/thirsty, blurry vision ¿ possible signs/symptoms of diabetes, which can affect wound healing. Requires diagnoses by md. X-rays: two x-rays were received for review. The x-rays images are undated but the file names indicate that they were taken on (B)(6) 2020. An x-ray review has been performed. No anomalies relevant to the reported event were identified. Implantation report, dated (B)(6) 2020: the report states the implantation of the reported components. The surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Multiple follow up attempts were completed with escalation and no response was received. If additional information is received, investigation will be reassessed at that time. Patient data: male, born in 1967, bmi:46.1. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Sterilization certificate: the eto/ gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specifications. Conclusion: it was reported, that the product was implanted on (B)(6) 2020 and the patient underwent unknown medical intervention due to wound opening up either partially or completely along the sutures. The wound dehiscence was found out during the office visit on (B)(6) 2020. As reported, the patients surgical site wound dehisced, his deviation signifies an alteration in the wound healing process and it was reported that medical intervention took place; however, it is unknown the specific type of intervention utilized. Later it is reported: as for contributing conditions, the only noted potential cause of this event is, I think the incision is continue to heal and it just happens to be in the crease of his fold. Encouraged patient to continue use clean soapy water to this area and it will continue to improve. Due to the lack of information the reported event cannot be confirmed. Neither x-rays nor implantation report revealed any conspicuous findings or possible contributing factors relevant to the reported event. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It can be assumed that the reported event is unrelated to the implanted zimmer biomet device. As also noted the patient has several comorbidities: bmi is 46 and has sleep apnea which decreases oxygenation to the tissues which is important for healing. The patient is also noted to be tired/fatigued, often hungry/thirsty, blurry vision ¿(possible signs/symptoms of diabetes), which can affect wound healing (diabetes would require diagnosis by a physician or np). As reported, a possible contributing factor could be the location of the incision which is in the hip crease. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported, that the product was implanted on (B)(6) 2020 and the patient underwent unknown medical intervention due to wound opening up either partially or completely along the sutures. The wound dehiscence was found out during the office visit on (B)(6) 2020. Review of received data: no medical data relevant to the case has been received. Medical record review form by my mobility states contributing factors of the event: tired / fatigued, often hungry / thirsty, blurry vision; possible signs / symptoms of diabetes, which can affect wound healing. Requires diagnoses by md. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Multiple follow up attempts were completed with escalation and no response was received. If additional information is received, investigation will be reassessed at that time. Patient data: male, born in 1967, bmi:46.1. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Sterilization certificate: the eto / gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specifications. Conclusion: it was reported, that the product was implanted on (B)(6) 2020 and the patient underwent unknown medical intervention due to wound opening up either partially or completely along the sutures. The wound dehiscence was found out during the office visit on (B)(6) 2020. As reported, the patients surgical site wound dehisced, his deviation signifies an alteration in the wound healing process and it was reported that medical intervention took place; however, it is unknown the specific type of intervention utilized. Due to the lack of information the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It can be assumed that the reported event is unrelated to the implanted zimmer biomet device. As also noted the patient has several comorbidities: bmi is 46 and has sleep apnea which decreases oxygenation to the tissues which is important for healing. The patient is also noted to be tired / fatigued, often hungry / thirsty, blurry vision; (possible signs / symptoms of diabetes), which can affect wound healing. (Diabetes would require diagnosis by a physician or np). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical product: femoral stem cementless collared high offset 12/14 taper size 7.5; item# 574202075; lot# 2991775; g7 neutral e1 liner 36mm g; item# 010000859; lot# 6678484; g7 pps ltd acet shell 58g; item# 010000666; lot# 6559818. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report w ill be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and underwent unknown medical intervention due to wound opening up either partially or completely along the sutures.